Manufacturer narrative:
On 05-dec-2016, an fse conducted on-site follow-up with the customer to address the reported event. The fse found that the incubator was not aligned to cup transfer assembly. The fse replaced the incubator then checking and adjusting bf probes and error 433 displayed. The fse made further adjustments to the probe confirming that the instrument returned to normal operation. The most probable cause of the reported event was due to a defective incubator. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 4153 "c trans z homerun overrun" failure with their aia-900 analyzer. The customer reported that their were no cups backed into the waste chute. The customer is unable to run bhcg and ctni2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.